Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and is still implanted as of the date of this report. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that x-rays taken on (B)(6) 2016, revealed the ten-hole locking reconstruction plate had bent and broken postoperatively at an unoccupied screw hole. The patient is not experiencing any pain so the surgeon does not have any plans for a future revision surgery at this time. The plate was initially implanted with the reported plate as part of a revision surgery performed on (B)(6) 2016. The reason for the (B)(6) revision surgery is addressed and reported in related complaint (B)(4). This report is 1 of 1 for (B)(4).